Event description:
On (B)(6) 2012, the reporter contacted animas alleging that all keypad buttons on pump are slow to respond and often cause the screen to scroll. The pump is worn under a garment and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was intact. Evaluation revealed that all of the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The keypad buttons were sticking and hypersensitive. Evaluation revealed that there was contamination under all of the keypad contacts.